Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter is reverting to setup mode after the battery was replaced. One dec 17, 2009, this medical surveillance specialist contacted the pt's son to clarify info obtained during the initial phone call. The pt tests his blood glucose readings 2 to 3 times per day and takes oral medication (actos and metformin) to manage his diabetes. The product issue began three days prior to contact lifescan. The pt reportedly was unable to test his blood glucose after the onset of the product issue. The pt maintained his usual diabetes management routine at the time of concern. The following day, the pt developed symptom of shaky and promptly administered self-treatment with food/drink. The pt felt better soon after. The pt's son felt that had the pt been able to test with the subject meter on the day of concern, he may have been able to prevent the aforementioned symptom. According to the troubleshooting performed with customer service, there was no product misuse, and the product issue was resolved with training. This complaint is being reported because, the pt claimed he had symptom that can be associated with hypoglycemia after he was unable to test his blood glucose due to the product issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.